Manufacturer narrative:
The specimens were collected in bd, plastic green-top tubes. No samples issues were noted. Qc and calibration was not affected. A field service engineer (fse) was dispatched: the fse serviced the instrument and replaced multiple hardware components. The fse performed a precision run on bun and alb with good results. The system is operating acceptably now. Upon recur, the hardware failures could cause erroneous results on any or all cartridge chemistries (cc), including pivotal chemistries. Treatment could be initiated or withheld based on the erroneous results of pivotal chemistries that may cause or contribute to serious injury to the patient. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low cartridge chemistries (bun and albumin)l results generated by the unicel dxc 600 synchron clinical systems. The low results were reported out of the lab. The specimens were re-tested and higher results were obtained for both analytes. The laboratory has not heard of any effect to patients; most of the results were caught with delta check or questioned by physicians.